Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis as it remains in the patient; therefore, device evaluation cannot be conducted. Hemorrhage is a known inherent risk of the endovascular procedure and is documented in the instructions for use (IFU). The cause of the post procedure hemorrhage cannot be reliably determined; however, based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. MDR's from this event: 2029214-2017-00722 2029214-2017-00723 2029214-2017-00724 2029214-2017-00725. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3-5 hours after the embolization treatment, the patient suffered a severe cerebral hemorrhage and was subsequently diagnosed with brain death approximately 7 hours after the procedure. The patient was receiving treatment for an unruptured aneurysm with three coils and one flow diverter. The angiographic result was normal after post procedure. There were no issues reported during the procedure.